Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:41:52. During night drain cycle two, the patient's ultrafiltration reading was 1796ml, indicating the home patient (hp) drained 1796ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that the user bypassed the cycle 1 drain, resulting in a partial fill during cycle 2. The cycle 2 drain on (B)(4) 2012 at 1:00:19 had an actual drain of 1803 ml. The actual drain volume of 1803 ml is 90.2% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent. Corrections: the correction / removal reporting number included in the initial MDR is not relevant to this report.